Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4) or baxter healthcare (B)(4). The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the valve set sample onto a compounder and a leak from port 2 was observed. The cause of the leak could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, an em2400 valve set was leaking from port 2. There was no patient involvement. No additional information is available.